Event description:
It was reported that the implant had a defect during a revision surgery. The user has been re-implanted with a new device. Despite being requested no further information nor the device has been received for investigation.

Manufacturer narrative:
Additional information: according to the limited information received from the field the device was explanted due to a device damage during a revision surgery. However, despite requested neither further information nor the device has been received for investigation. A root cause for the reported implant defect cannot be determined due to lack of information.

Event description:
It was reported that the implant had a defect during a revision surgery. Clarification has been requested. The user has been re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user had a loss of hearing performance due to a dislocation of the floating mass transducer (fmt). During a revision surgery it was observed that the coupler itself was still correctly placed, but the fmt was adhered to surrounding scar tissue and was not properly fixed to the coupler any longer. The conductor link of the device was inadvertently damaged during further dissection from the scar tissue. The user has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery due to a post-operative migration of the floating mass transducer (fmt) leading to an insufficient auditory perception with the device. Reportedly the coupler was still correctly placed, but the fmt was surrounded by scar tissue. During the revision surgery the device was accidentally damaged, which was confirmed during device investigation. This is a final report.